Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-05679. It was reported that the coil migrated in the aorta. The target lesion was located in internal iliac artery. Two 6mm x 20cm interlock-35 were selected for use. During and internal iliac embolization, about 10 pieces of interlock-35 coils were already placed when another coil was used. After detachment of the coil and when the pusher was pulled back, it was noted that the coil became unraveled and the coil wire proceeded near the aorta. Consequently, the coil was removed using a snare because of the possibility that thrombus will adhere to cia. Another of the same coil was used; however, the same issue occurred. The procedure was completed with this device. No patient complications were reported.